Event description:
It was reported that the patient was seen by her healthcare provider (hcp) the day prior to the report and was informed she had ¿faulty equipment¿. This was clarified to mean that the hcp was ¿unable to set the patient¿s programs¿. At the time of the report communication was possible with the patient programmer. The patient¿s setting was at 1.6v on program 4. It was noted that the patient had an appointment scheduled the following week with her hcp. The following day, it was reported that the patient programmer was not turning on at times, but when it did, it shut off in the middle of using it. The reporter was unsure when this started happening. It was further reported that the patient experienced a shocking or jolting sensation since the patient had a car accident in june. The reporter stated that an x-ray was performed and it was thought that the leads had ¿dropped¿. The reporter indicated that further follow-up was going to be conducted if the patient programmer was not working as intended at the patient¿s next hcp appointment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v979686, implanted: (B)(6) 2012, product type: lead; product ID 3093-28, lot# v979686, implanted: (B)(6) 2012, product type: lead. (B)(4).